Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with power error detected alarm every 4 hours. The blood glucose was 279 mg/dl at the time of the incident. Troubleshooting steps were assisted for power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Error was resolve by following the troubleshooting steps but last night he did this steps himself and later on he got again the error. The pump stopped during the night and as a result the child blood glucose was 443 mg/dl, he now corrected with insulin pen about one hour again. Customer advised to replace the pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, corroded battery tube and minor scratches on lcd window.